Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 52 mm in diameter abdominal aortic aneurysm. It was reported that, eighteen days post index procedure, the patient presented emergently with a thromboembolism. The physician elected to perform a thrombectomy in conjunction with a femoral to femoral bypass and the event was resolved. The thromboembolism occurred on the right side. Per the physician, the cause of the thromboembolism was related to the patient's anatomy and could have been due to implant positioning or from an occlusion event originating at the endurant ii stent graft limb junction site. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.